Manufacturer narrative:
There is no indication the device was returned for evaluation. The field service engineer (fse) performed a scheduled preventative maintenance (pm) on the instrument and completed high sensitivity system check and system check successfully. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. A definitive cause of the incident is unknown.

Event description:
The affiliate reported the customer alleged false positive troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay used in conjunction with the unicel dxi 800 access immunoassay system and calibrator. Subsequent analysis of the patient sample, on an alternate unicel dxi 800 instrument, recovered a lower result, within the normal reference range. Repeat analysis of the same sample, on the original analyzer, recovered higher results, above the acute myocardial infarction (ami) limit. The erroneous result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. On (B)(6) 2013, assay calibration passed within specification. Quality control (qc) information was not supplied.